Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient was admitted on (B)(6) 2020 for a syncopal episode. The patient had been shocked by his implantable cardioverter defibrillator (ICD) the day prior, and the patient was also noted to have a drop in hemoglobin (hgb). Gastrointestinal (gi) was consulted upon admission and a colonoscopy and push enteroscopy were scheduled for (B)(6) 2020. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The hmii lvas instructions for use (IFU) bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on( B)(6) 2020 for a syncopal episode. The patient had been shocked by his ICD (B)(6) 2020 and noted to have a hemoglobin drop. Gastroenterology was consulted and there was a plan to perform a colonoscopy and push enteroscopy on (B)(6) 2020.